Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please clarify what was the signs or consequences that patient suffered? Please provide more information no adverse consequences on the patient were reported. Patient is okay. What is the lot number? We are unable to get the lot no. From the hospital as the product is discarded. Photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows the apparently detached needle. Unfortunately, the photo does not provide enough evidence to determine the root cause. Based on the photo review, no conclusion or root cause could be determined. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a general surgery procedure on (B)(6) 2022 and suture was used. The suture broke during surgery. No adverse patient consequences were reported. Additional information was requested.